Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the physician found that the motor was disconnected, and the procedure was not completed due to this event and was rescheduled. The patient was stable, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed corrosion on the rotating direct connection (rdc) socket pins and damage to the lemo cable, which was unrelated to the complaint. The functional test on the unit passed all required tests. Analysis of the motor drive unit, when tested with the catheter ID, showed no issues. The unit was also tested with the catheter simulator, and the catheter was recognized normally with good imaging. The catheter was plugged into the simulator multiple times, and each time the unit showed a good image and connection with no issues.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the physician found that the motor was disconnected, and the procedure was not completed due to this event and was rescheduled. The patient was stable, and no complications were reported.